Event description:
The customer reported that during the troubleshooting of the control module, the blue cable port displayed a broken dc motor adapter. The recommendation to have the system serviced for broken connector. The patient was rescheduled. One device to be returned.

Manufacturer narrative:
Evaluation summary: the unit was returned to the analysis site due to the blue cable port displayed a broken dc motor adapter. The analysis site confirmed the customer complaint and found that the rotational connector socket and dc motor adapter were missing. They were replaced to correct the issue. After all services were completed, the unit passed all diagnostic and functional tests. Complaint information is trended on a regular basis to determine if further investigation is warranted.